Event description:
It was reported that the system 9600emi had no c arm rotation capability. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the c arm rotation motor's linkage pins were loose preventing movement. The pins were made mechanically secure. The system was tested and found to be working as intended and placed back into service.